Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The difficulties deploying the foot were unable to be replicated in a testing environment due to the condition of the returned device. The posterior foot was separated and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information received: left femoral arteriotomy closure was attempted after percutaneous coronary intervention in the left anterior descending coronary artery. The proglide foot was deployed, the plunger was pushed, and then the device came out of the artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that femoral arteriotomy closure was attempted using a proglide device after an interventional procedure. After removing the 8fr sheath that was used during the procedure, the proglide device was inserted. The lever was lifted and the foot was deployed. An attempt was made to place the foot against the vessel wall but tension could not be applied and the proglide device came out of the vessel. When examined it was confirmed that only half of the foot was deployed out of the guide. Hemostasis was achieved by manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.